Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affilaite that the 512sd instruments would not activate (arm). Another instrument was used to complete the case. There was no consequence to the pt.